Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the complete lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 290 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise was likely caused by the confirmed fracture.

Event description:
It was reported that during a routine follow-up visit noise was seen on the right atrial (ra) lead. Threshold and resistance measurements were within normal limits. The physician opted to perform a revision procedure where the lead was repositioned. However, the noise persisted. Subsequently the ra lead was explanted due to concern over a possible fracture and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that during a routine follow-up visit noise was seen on the right atrial (ra) lead. Threshold and resistance measurements were within normal limits. The physician opted to perform a revision procedure where the lead was repositioned. However, the noise persisted. Subsequently the ra lead was explanted due to concern over a possible fracture and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.